Event description:
Bone marrow biopsy, needle broke during the procedure, leaving half of the needle in the patient and the other half in the holder that the doctor was holding. Patient required a second surgical procedure under general anesthesia to remove broken needle piece.

Event description:
Bone marrow biopsy. Needle broke, leaving half in the patient and the other half in the holder that the doctor was holding. Patient required a second surgical procedure under general aneathesia to remove broken needle piece.